Event description:
On several occasions pt became entrapped in a vail 1000 bed between the mattress and the side rail. Pt became entrapped with face trapped into the plastic cover of the side rail with arm, leg and half of body tightly dangling and wedged between the mattress, metal mattress frame and the side rail. Rptr found pt blue, but still alive. Rptr gave pt oxygen and pt recovered. Afterwards pt started having difficulty walking and has regressed, appearing to have cerebral palsy symptoms. It is hard to tell what kind of damage may have occurred because pt has a neurological disorder, is mentally handicapped, and non verbal. Pt started having very severe seizures that they had never had before or after this that were attributed to brain stem storms. The bed had been given to rptr second hand around july 2003. Rptr had other minor entrapments in the same manner, but not as severe. Rptr had used standard size pillows to fill the spaces. In the above incident the pillows had slid through. After the reported incident, early march 204 rptr designed a breathable cover for the siderail and purchased very oversized pillows that were too big for pt to roll on top of and that could not fall between the space. Rptr also removed the siderail on one side so that the bed could be tightly placed next to a wall to keep pt from getting trapped on that side. The pillows were tightly wedged in when pt was in the bed. On one occasion rptr came home to find pt entrapped when a caregiver had put pt down for a nap. Caregiver had not placed the pillows in the space and laid down to take a nap themselves. This time pt's two legs and hips had slipped down into the space. When the reported case happened rptr called the vail company to tell them that they were concerned about pts becoming entrapped in this manner, and also told them that when the head of the bed was raised more active pts could get behind there. Rptr was told the beds were used by institutions because of its safety and that rptr's report was the first. Rptr always kept the head of the bed flat. About july of 2004 rptr received a note from the person that gave rptr the bed about the company sending them notice that there was a retrofit for the bed because pts had become entrapped. Rptr called the company but never heard back. Rptr decided to never leave pt unattended in the bed, not to use it for sleeping purposes, only using to assist as a changing/dressing table and caregivers were forbade from putting pt in the bed unless a family member was in the home.